Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a revision was performed for an artificial urinary sphincter (aus) due to erosion on the urethra. There were no additional patient complications reported.

Event description:
It was reported that a revision was performed for an artificial urinary sphincter (aus) due to erosion on the urethra. There were no additional patient complications reported.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, and no leaks were identified in the cuff. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon passed functional testing and performed within product specifications. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump passed functional testing and performed within product specifications. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis did not confirm a product malfunction as the most probable cause of the reported events. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event of erosion is included as a potential adverse event within the product labeling.

Event description:
It was reported that a revision was performed for an artificial urinary sphincter (aus) due to erosion on the urethra. There were no additional patient complications reported.